Event description:
When the physician started to deploy the stent, there was some difficulty, causing the stent to jump. As the physician continued to deploy the stent, the stent crimped or shortened to approx 7cm in the length as was deployed in an inaccurate position, just proximal to the lesion. The pt is a female. There were multiple lesions located in the superficial femoral artery (side unk). The vessel was calcified and tortuous. The diameter of the vessel was 6mm and the length of the lesion was 110mm. The rate of stenosis is unk but described as nearly occluded. The product was properly inspected and prepped prior to use and no anomalies were noted. The physician used an ipsilateral approach from the femoral artery to access the lesion. There was no difficulty accessing the lesion with the guidewire (size and brand unk). The lesion was not pre-dilated. There was no difficulty advancing the stent delivery system (sds) over the guidewire to the lesion. There were no acute bends in the vessel to pass through to get to the lesion. There was no resistance while crossing the lesion with the sds. Prior to deploying the stent all slack was removed from the back of the catheter. After the stent was inaccurately deployed another stent was placed to completely cover the lesion. The stents were post-dilated and the procedure was successfully completed.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.